Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented with a pause episode. The implantable cardiac monitor exhibited a signal dropout due to loss of electrode contact, resulting in said episode to be false. The patient was stable, and will continue to be monitored.